Event description:
Three small metal pieces were left in the breast after using an inrad biopsy device, a tumark q clip and a 25g x 1 1/2 bd eclipse needle. Inrad 14gx10cm-lot #62101001- ref#681014- expiration date: 01/06/24 hologic professional q shape clip- lot#51612- ref#351222- expiration date: 04/18/26 bd eclipse needle 25g x 1 1/2 - lot#1002329- ref#305767 - expiration date: 12/31/25.